Manufacturer narrative:
(B)(4). This report was filed by the MFR. H3: the set was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
Pediatric ICU pt; male luer of the tubing became stuck in the female connector of a cook central catheter. The locking collar was not engaged or tightened but the luer tip could not be removed from the catheter. In order to salvage the central line, the user broke off the male luer, and was then able to insert a wire, remove the existing central line, and insert a new central line over the wire at the same insertion site.